Manufacturer narrative:
(B)(4). Internal file number - (B)(4). (B)(4). User facility medwatch report number: (B)(4). The device was not returned for analysis. It should be noted the hi-torque guide wires for ptca, pta, and stents instructions for use, states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when advancing the hi-torque balance middleweight elite guide wire from the right atrium to the left atrium interaction with the anatomy and/or manipulation of the guide wire resulted in the reported kink. Manipulation as the compromised guide wire and balloon catheter were being removed together ultimately resulted in the reported detachment. Additionally, the reported device damages possibly contributed to the reported patient effects; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the lot number was confirmed to be 7082161. User facility medwatch form was received. User facility medwatch report number: (B)(4). A user facility medwatch report was received by the hospital stating: a patient with severe restrictive atrial septal defect (asd), taken urgent to cathlab for atrial septostomy/ septoplasty. Access via umbilical site with manipulation, not able to access. Wire placed via femoral vein. After entering the heart, the wire broke off at the stiff end of the shaft. Attempting retrieve broken off piece inside heart, patient decompensated, arrest situation initiated, wire found, perforated the heart, caused hemopericardium. Card surgery, sternotomy/extra corporal membrane oxygenation (ECMO) cannulation performed. Decompress. Lap pith large hemoperitoneum. ECMO initiated, chest & abdomen further explored. Believe abdominal hemorrhage not due to wire function, bleeding occurred most likely due to manipulation catheters/sheath in umbilical vein(was before wire broke). Angiogram/ exploration: no evidence of injury, no obvious injury to ductus venosus or inferior vena cava (ivc). Liver capsular tear w/no active bleeding, bowel viable, consistent with changes seen with high pressure & CPR, not lac from catheter. Pt transferred to cardiac intensive care unit (cicu) for stabilization, treatment, & further resuscitation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a very ill (B)(6) old male infant who was born with a hole in his heart on (B)(6) 2017. An atrial septostomy procedure was being performed and when advancing the hi-torque balance middleweight elite guide wire from the right atrium to the left atrium, the guide wire was observed to be kinked under fluoroscopy but felt no resistance. When attempting to advance the balloon, it would not advance beyond the kink. When the guide wire and balloon were being removed together, the guide wire fractured mid shaft. A snare was attempted to remove the separated guide wire when to no avail. During the failed attempts, the infant's blood pressure dropped and the baby arrested. Patient was resuscitated and placed on an extracorporeal membrane oxygenation (ECMO) machine. Physician consulted surgery and a sternotomy was performed when patient was stable on (B)(6) 2017 to remove the separated guide wire. During surgery the guide wire was found to have perforated the heart and created a cardiac tamponade. While the patient was open during surgery, the hole was cauterized and stitched shut. Per the physician, the patient had many other issues leading up to this and this was not the main cause of all his problems. The infant passed away on (B)(6) 2017. There were multiple causes, the baby had a stomach bleed as well. No additional information was provided.